Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, needles unintentionally popped off of sutures with several of the sutures within the box. Box was pulled from the shelf and have not had any issues with any of the other lot numbers. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the event took place as the surgeon was passing the suture through the tissue while performing an anastomosis. All needles remained in the needle driver and were removed from the patient. There are no remaining direct samples from the needle or suture that were used within the procedure. However, I do have the box with 5 remaining sutures that were pulled from the shelf as a result of the incident. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03038.